Event description:
The customer tested her blood glucose and received a reading of 380 mg/dl using her contour ts meter. She retested using another meter and received a reading of 110 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement test strips were sent to the customer.